Manufacturer narrative:
The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the reload had a full complement of staples. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a lobectomy, for the 3rd firing, the surgeon clamped the tissue of pulmonary parenchyma. The surgeon then pushed the green button and tried to squeeze the handle, however, the handle ran idle and could not fire the device. The surgeon replaced it with a new cartridge and the firing was completed. There was no patient injury.